Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. As a result, the customer experienced "mild seizure" and was able to self-treat with carbamazepine (epilepsy medication) and replaced the adc device. No other treatment or medication was reported. There were no reports of the customer requiring third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. As a result, the customer experienced "mild seizure" and was able to self-treat with carbamazepine (epilepsy medication) and replaced the adc device. No other treatment or medication was reported. There were no reports of the customer requiring third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. As a result, the customer experienced "mild seizure" and was able to self-treat with carbamazepine (epilepsy medication) and replaced the adc device. No other treatment or medication was reported. There were no reports of the customer requiring third-party treatment. There was no report of death or permanent impairment associated with this event.